Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated they did not feel well prior to being hospitalized. The customer stated their blood glucose was 383 mg/dl and later rose to 585 mg/dl. The customer stated a manual injection did not resolve their high blood glucose. The customer stated the cause of the hospitalization was from diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the event. Troubleshooting found the customer had a failed battery test alarm. It was found the insulin pump did not alarm failed battery test after a new battery was inserted. Troubleshooting did not find any other issues with the insulin pump. The customer's blood glucose was 127 mg/dl at the end of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.